Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during follow up the physician noted that there is a type ia endoleak. The physician and the patient decided to explant the stent grafts and the intervention was carried out with no complications. The physician attributed the event due to the short and angulated proximal neck. The patient tolerated the intervention well after the explant. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).